Manufacturer narrative:
(B)(4). Should additional information be received then an additional report will be submitted. (B)(4). At this time, carefusion has not received the suspect device/component for evaluation. The customer is awaiting replacement component to be delivered in order to complete the repair of the device. After the repair is completed, the suspect component will be returned to carefusion's failure analysis lab where a failure investigation will be performed. Once the failure investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported during start up the avea ventilator alarm vent inop and circuit disconnect. The customer stated that this unit was not on a patient.